Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that after release, the atrial lp exhibited loss of capture. Fluoroscopy revealed the lp dislodged in the atrium. The lp was removed and replaced with a transvenous pacemaker system. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was out of specifications. The outer helix elongation is consistent with having occurred during procedure. Inner helix shows no anomalies. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.